Event description:
The device was placed for use during a diagnostic heart catheterization. Upon completion of the procedure, the sheath was partially pulled back when resistance was noted. It was felt the vessel was in spasm. Upon pulling out the sheath further, the shaft elongated and subsequently separated. The distal separated portion was clamped and pulled out. Upon removal of this portion, the radial artery was noted to be clamped around the sheath. A blood pressure cuff was placed above the brachial artery and pt was monitored. A surgical procedure was done to tie off the artery. A total of 11cm of the radial artery was removed.